Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited a cracked display screen, with the user stating the device was not dropped and the crack appeared unexpectedly; the device was replaced and instructions for return, data sync, shutdown, and re-setup were provided. Symptoms included no injury and no clinical effects. Outcomes included no interruption to glucose monitoring because the user could continue using dexcom as normal. Investigation included customer service verification, user questioning, and logistical assessment for replacement and return. Investigation of this case revealed physical damage limited to the screen with no reported alarms or functional interruptions, consistent with a hardware display component issue. It was concluded, based on previously established findings for similar reports, that the cause was unknown.